Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 15 years and 6 months post implant of this 31mm mitral bioprosthetic valve, it was explanted and replaced with a 33mm valve of the same model. The reason for the replacement was reported as moderate to severe stenosis. The surgeon reported the valve "performed well and met expectations". No additional adverse patient effects were reported.